Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, discontinued) and ceftazidime injection (1gm, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued, the patient's pd catheter was removed, and the patient was transferred to hemodialysis (twice a week). At the time of this report, the patient was stable and had recovered from peritonitis. Re-catheterization and retraining in aseptic technique would be planned after 1 month. No additional information is available.